Event description:
It was reported that a right ventricular leadless pacemaker (lp) needed to be repositioned after tether mode due to unknown reasons. The lp was unable to redock in the delivery catheter even after a replacement delivery catheter was used. The lp was then switched out to complete the procedure. Patient had no consequences.